Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping bilateral and hyst. (Full), salping bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage.'), uterine perforation ('migration/perforation ¿ other') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), pelvic pain ("physical pain/pelvic pain"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full), salping bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal pain, gen. Abnorm. Bleed, breakage, psych injury, migration/ perforation, bladder/urinary problems added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.